Event description:
It was observed that IV needle was bent in the package at almost a 90 degree angle. This bent needle was observed on (B)(6) 2016. Manufacturer response for bd insyte autoguard bc 20 ga 1.16in, (brand not provided) (per site reporter): we have notified bd and they have opened an incident report. We are waiting to receive a label so that we can send it back to them.

Event description:
It was observed that IV needle was bent in the package at almost a 90 degree angle. This bent needle was observed on (B)(6) 2016. This facility recently had a similar problem with this product for which the manufacturer determined it was caused by an assembly line defect. Manufacturer response for bd insyte autoguard bc 20 ga 1.16 in, (brand not provided) (per site reporter): we have notified bd and they have opened an incident report. We are waiting to receive a label so that we can send it back to them.